Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was going on for a while pt had trouble recharging the implantable neurostimulator (ins) because it did not want to see the ins or recharge it. When trying to charge ins it took hours to link up, pt got no device found and when attempting to go through passive recharge mode they got a 97 number but would not pick up for hours. Yesterday they were able to recharge the ins to 70% battery. Pt thought the wire was broken on the rtm because the cord going into the antenna got really hot. A request was sent to the repair department to replace the recharger telemetry module (rtm).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.